Event description:
It was reported that the ilet powered on with a grey, non-illuminated screen that remained grey even when placed on a charger, consistent with a display that was difficult to read and implicating the touchscreen component; the user reported blood glucose in the low 200s and switched to subcutaneous insulin via pen due to illness and device issue. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided. Investigation of this case revealed an ambient light¿related display issue in conjunction with a component-related failure affecting the touchscreen, aligning with the reported display problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.